Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same day as onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with an injection of amikacin (125 milligram, once daily, route of administration and duration not reported) and injection of vancomycin (1 gram, once in four days, route of administration and duration not reported) for the event of peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). At the time of this report, antibiotic treatment was ongoing and the patient remained in the hospital. On an unreported date, the fluid was clear, the patient was recovered from this peritonitis event and was reported as ¿doing well¿. Should additional relevant information become available, a supplemental report will be submitted.